Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, two episodes of ventricular fibrillation with defibrillation therapy were observed. Further review of the ECG and clinical records indicate the healthcare professional believes the arrhythmia was atrial tachycardia; however, the device recognized the episode as ventricular fibrillation and delivered an inappropriate shock. The patient was hospitalized and a cardioversion was performed to stop the episode. No further intervention was performed, the patient was stable.